Event description:
Upon entering the patient's room, a nursing staff member observed the patient on the floor, with the w/c (wheel chair) folded and tipped over, lying next to the patient. The patient's soft restraints, used for safety, were still applied to the patient and to the wheel chair. The exact reason for the incident is not really known. The patient sustained a scalp laceration, which required transportation to the emergency room for sutures, no complications have resulted from the incident, up to this date.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, other. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.